Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance and pacing impedance measurements on the right ventricular channel. No changes were made and the crt-d lead remains in service. No adverse patient effects were reported.